Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during use the inserter for the titanium elastic nail (ten) broke. The inserter broke at the plastic part. No surgical prolongation reported. No information available about patient condition and outcome. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly there was no patient involvement. A product development investigation was performed for the subject device (inserter for ti elastic nails, part number 359.219, lot number 9513124). The subject device was returned with the complaint condition stating: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section at the location of the change of shaft diameter showing some force introduction. There are misuse marks on the instrument handle. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. A device history record review was performed for the subject device lot number 9513124. Manufacturing location: (B)(4). Date of manufacture: 25. Sep. 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle of the instrument broke during sterilization. There is no impact on the patient and no delay in surgery. No patient was involved.

Manufacturer narrative:
Additional narrative: based on the investigation results and the received information we cannot determine the exact root cause. Due to the hammering marks and the wear and tear signs, we reasonably conclude that the instrument was subjected to an excessive force application, which could have caused the breakage at the handle. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.